Event description:
It was reported that the lead's impedance increased suddenly to 1500 ohms and oversensing was observed. Additionally, it was reported that the patient broke his leg prior to the increase in impedance. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.